Manufacturer narrative:
Date of event was reported as "several days ago" ((B)(6) 2017). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the patient had lost therapy ¿sometime in the last couple of days, we pressed the white button and didn't realize that it had turned off, I think I was having a senior moment¿. The reporter stated that this happened several days ago ((B)(6) 2017). The further reported that the patient lost therapy and "have had balance issues, foot dragging and yesterday she even had tremors and in the middle of the night I realized what we did and so this morning I turned it back on for her". The reporter was able to successfully turn the stimulation back on and when the programmer was synchronized to the ins, it showed the stimulation was ¿on, ok¿. It was reported that troubleshooting resolved the reported issue. There were no further complications reported or anticipated.